Manufacturer narrative:
Concomitant products: d314drg ICD implanted (B)(6) 2012; 5076-58 lead implanted (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented in the emergency department (ed) with a report of a shock from their implantable cardioverter defibrillator (ICD). A transmission from the ICD revealed the shock did occur and was considered appropriate after a caller from the ed contacted the manufacturer. The transmission also showed a lead impedance warning for the superior vena cava (svc) portion of the patient's right ventricular (rv) lead. Follow-up was attempted with the patient's clinic, but this was not successful, to understand if any changes were made regarding the lead impedance warning. There is no information to indicate the rv lead is not still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.